Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the tip cover of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Such events can be detected and prevented according to the following ifus: instruction manual bf-mp290f operation chapter 3 preparation and inspection, the detection method is described. Instruction manual bf-mp290f cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited foreign material on the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.